Event description:
It was reported that the patient presented for system extraction due to pocket infection. The entire system, including the implantable cardioverter defibrillator, right ventricular lead, right atrial lead, and left ventricular lead was explanted. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.